Event description:
Boston scientific crm received info that this right atrial lead dislodged. During the lead revision procedure, the lead would not stay in pt's atrium. Visual inspection noted the helix was not moving and tissue and become stuck to the helix. The lead was therefore, successfully replaced.